Manufacturer narrative:
(B)(4). We are currently attempting to retrieve further information regarding the reported event. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that an opt946 optiflow + adult nasal cannula had torn. The patient's oxygen saturation decreased to 84% spo2 and improved once the opt946 optiflow + adult nasal cannula was replaced. No further patient consequences was reported.

Event description:
A healthcare facility in massachusetts reported that an opt946 optiflow + adult nasal cannula had torn. The patient's oxygen saturation decreased to 84% spo2 and improved once the opt946 optiflow + adult nasal cannula was replaced. No further patient consequences was reported.

Manufacturer narrative:
(B)(4). The opt946 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt946 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of an opt946 optiflow + adult nasal cannula had torn. Conclusion: without the complaint device, we are unable to determine the cause of the reported damage. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt946 optiflow + adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt946 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."